Event description:
It was reported that during a wedge resection procedure, staples malformed at 1st firing. Competing product was used to complete the case. There was no adverse consequences to the patient.